Event description:
Pt returned to the operating room on (B)(6) 2013 after total r shoulder arthroplasty one year prior. The glenoid component of "ot" the shoulder arthroplasty system was found to be prematurely loose. The orthopaedist wanted the equipment reviewed by the manufacturer.